Manufacturer narrative:
Investigation summary: bd received seven photos for investigation that showed multiple tubes with their stoppers stuck in them, and the stoppers had been separated from their shields. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5042703, for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® serum, closure separation between the cap and the rubber stopper occurred with two tubes. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® serum, closure separation between the cap and the rubber stopper occurred with two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.